Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine (2000 mcg /ml at 472.9mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient noticed fluid in pump pocket and pump was flipping and moving a lot in the pocket. There was no factor that have led to the issue. The logs were checked prior to surgery and all were normal. The surgeon was successfully able to aspirate from the catheter access port (cap). There was a pump pocket revision surgery. Hernia was visible in pocket. Pump was sutured down in pocket and the issue was resolved. The patient status alive no injury.